Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a simplygo device. The reporter alleges the patient passed away while awaiting the return of the simplygo unit. The unit was sent for repair-to-repair authority since spring 2022 for a sieve canister kit and inlet filter. The family of the patient did not state the device was the cause of the patient expiring. The cause of the patient's death was not provided by the reporter. The device was sent for service due to the sieve bed "went bad". The relative of the patient brought the device to the pharmacy for repair/replacement in (B)(6) 2022. The patient passed in (B)(6) 2022 (exact date not provided). The relative of the patient thinks the patient passed away because the patient did not have the simplygo device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.